Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that medics responded to a call for a male patient who was cold to the touch sitting on a chair in his garage. The medic alleged that while attempting to analyze this patient, the device prompted a "analysis halted" message. The medic obtained another device and new pads to continue treating the patient. The medic stated they shaved the patient's chest and were not able to continue to analyze the patient's heart rhythm. They switched to electrodes and were able to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.